Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 20-dec-2018, UDI #: (B)(4). Product ID: etlw1624c93e, serial/lot #: (B)(4), ubd: 06-jul-2017, UDI #: (B)(4). Film evaluation summary: the reported limb detachment was confirmed; however, the cause could not be determined from the films returned. The anatomy at implant is unknown, images during implant including the amount of component overlap is unknown, and earlier post-implant CT¿s were also not available for review and comparison. Review of a CT/3d film report from 22 months post-implant revealed that the bifurcate was positioned below the renal arteries and was acutely angulated at the flow divider ~60 deg lt-rt; relative to the distal aorta. Within the distal sac there appeared to be a limb detachment and a resulting type iii junctional endoleak between the left contra limb and the left limb extension. The detachment occurred ~100mm distal to the level of the bifurcate flow divider. The distal end of the proximal detached limb was noted as 13mm ID, and the proximal end of the distally detached limb measured 14mm ID. There was no appreciable stent graft angulation at the detachment location and the distally detached limb was seen extending into the left common iliac and may have been extended by another limb. The external iliac arteries were moderately angulated. Other than the moderate infrarenal neck angulation and tortuous external iliac arteries, analysis of the returned films did not reveal any stent graft or anatomical characteristics that could explain the observed event. It is possible that aorta and iliac morphology changes and potential resulting limb angulation may have contributed to the detachment. Although unable to verify, insufficient component length and diameter overlap within the unsupported aaa at implant may have also been a factor. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that the 2 year follow up CT revealed a suspected type iiia endoleak from the left limb. A week later, the patient received re-intervention with the realignment of the left limb with a 16-20-124 endurant limb. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.